Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced an adverse event. Patient reported that he was working out in a gym and passed out due to low blood glucose (bg). Patient woke up inside an ambulance where he was being administered an unknown IV solution. Patient reported that he was not wearing the continuous glucose monitor (cgm) at the time of the event. No glucose values were provided. There was no alleged device malfunction. At the time of contact, patient is stable. No additional event or patient information is available no product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.